Event description:
Refrence number (B)(4) event occured in saudi arabia. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 266 mg/dl and the patient was treated with insulin pump. No further information is available.